Event description:
This device reached eri sooner than expected. The patient is a welder. A replacement is being scheduled.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. Next, the ability of the device to deliver therapies was verified. Intermittent loss of pacing was observable as a result of the battery depletion. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. The current consumption was measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery. The microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified an internal short circuit within the battery, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified.the returned device data have been analyzed thoroughly. In agreement with the clinical observation, the analysis revealed a lower battery voltage than expected, triggering the battery status eri. However, the current consumption was found to be normal.the pacemaker was therefore explanted. The device was not returned for an analysis. Based on the information available for analysis, the root cause of this observation couldnot be determined. Should additional relevant information or the device itself become available, the investigation will be updated.